Event description:
A consumer reported receiving a high reading of 90 mg/dl on their blood glucose meter when compared to a laboratory result of 54 mg/dl. When these results are plotted on a clarke error grid, they fall into the "d" zone showing the difference in the results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.